Event description:
It was reported to medtronic minimed that the customer reported that the pump has rejected new batteries, has random no delivery alarms, the back button sometimes has to be pressed multiple times to work, scratches and nicks on the screen make it hard to read the display. The customer stated that the pump rewinds longer and louder than before. The pump battery life has gone down to over a week, the buttons and pump have scratches, and the battery cap is harder to put on and take off. The customer had 7 infusion sets with bent cannulas, 3 sensors went bad, gave sensor updating, and forced a sensor change before the 7-day sensor wear cycle. The customer reported no adverse event. The event involved product(s) unk_sensor, mmt-1884, mmt-332a, and unomedical. Troubleshooting was performed for the insulin flow blocked alarm, and it's a past event. Troubleshooting was performed for the general documentation. Troubleshooting was not performed for the cosmetic damage, battery failed alarm, stuck button alarm, short battery lifetime, bent cannula, and change sensor alert. No harm requiring medical intervention was reported. No product return is required for unk_sensor. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.